Event description:
The patient reported swelling like "sausages" in her tear through immediately after receiving juvederm ultra plus injections. The patient was injected in both the tear troughs and the lips. The physician examined the patient the day after the injections. Icing to the affected area was recommended, and the physician stated the patient's symptoms were normal. The patient sought a second opinion from a plastic surgeon who had performed a face lift one year prior to the juvederm treatment. After examination, the surgeon refused to treat the patient. The patient then found a new treating dermatologist, who administered injections of an "unknown substance" into the symptom areas once a month. The patient chose to stop this treatment after four months because the results seemed too subtle and risky. The patient reported allergies to mycins-any of the mycin medications, example: anesthesia, talwin nx (pentazocine and naloxone), blue dye, aspirin, and most wrinkle creams as they produce hives. Per the patient's request, allergan is unable to follow-up with the physicians. Swelling is a common response seen in the clinical trials for this device. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B) (4).